Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock between his external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Testing showed that the device was not functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics device.